Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5099078/5099277, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patient's ipg was not holding a charge. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Sc-2218-50 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. Visual and x-ray inspections confirmed the lead was cut cleanly and all the cables were intact. The damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patients ipg was not holding a charge. The patient underwent an explant procedure. No device malfunction was suspected.